Manufacturer narrative:
The pump remains implanted. It was indicated that the involved batteries will be returned to the manufacturer; however, they have not been received. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. A supplemental report will be submitted when the manufacturer's investigation has been completed. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. Device remains implanted.

Event description:
When the patient went to change the battery on power port #2, the battery on power port #1 acted like it wasn't connected even though it appeared to be connected. She quickly changed the battery connected to port #1 that was not making connection "before briefly fainting". Then she hooked up power to power port #2. It was further reported that in the process of changing the battery she felt pre-syncope and per the patient briefly "went out". The patient told the vad coordinator that she has been having issues intermittently with three batteries for the last month and always in power port #1 with the batteries not always making contact. The patient was instructed to take the batteries out of service and the batteries were replaced.

Manufacturer narrative:
Additional information reported that the controller was not exchanged and remained in use. These three batteries were the only ones that caused connection issues in power port #1, there were no electrical issues when connected to the ac adaptor on either port, or no issues with any other batteries on port #1. The problem was not occurring on a consistent basis and she could go 3-4 days without incident. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Three batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation confirmed that bat104789 met all requirements for release. Log file analysis was not conducted since log files were not available. Analysis of bat106270 and bat104783 revealed that the devices met specifications; the devices passed visual examination and functional testing. Analysis of bat104789 revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to early depletion of cell pair 3, which caused the cell pair voltage to drop below the minimum voltage threshold. The confirmed malfunction is related to the reported event. The most likely root cause of the failure is a faulty cell pair, which likely contributed to the event. The manufacturer has conducted an internal investigation evaluate these types of issues. Bat106270: product received -03/11/2015: (B)(4). Bat104783: product received 03/11/2015. (B)(4). Bat104789: product received 03/11/2015. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.